Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the high-definition liquid crystal display (lcd) monitor occasionally did not display an image during inspection. There were no reports of patient involvement.